Manufacturer narrative:
H6:investigation summary the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number ct1718. Customer indicated that they had a lot of samples on ct1718 with the same problem of bd sars-cov-2 assay false positives. The customer does not typically do a confirmation test. However, they once sent a bd max sars-cov-2 positive sample to be tested by another method, and the result was negative. Customer concluded that the results were false positive because the pcr curves were very jagged. No work was performed on the instrument. The complaint is not confirmed. The root cause is unknown. There is an open CAPA 1632720 to resolve these false positive issues related to bd sars covid assay. If additional information is received in the future, this complaint will be re-opened and re-investigated. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, device history record and related customer complaint data. No new risks, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. The customer did not repeat the samples, but concluded the results were false positive due to jagged curves. The results were reported as negative, and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using bd max instrument false positive results were obtained by the laboratory personnel. The customer did not repeat the samples, but concluded the results were false positive due to jagged curves. The results were reported as negative, and there was no report of patient impact.